Event description:
The info received from the affiliate states that this male pt (age unk) was presented to the interventional lab for treatment of a lesion located in the right posterior tibial artery. The size of vessel and the access site is unk. There was severe calcification, mild vessel tortuosity and 90% stenosis. The info states that the product was prepared as per the IFU. The guidewire (sv wire, catalog and lot no. Unk) was inserted across the lesion via the sheath introducer (brand and size unk). The product was advanced to the lesion over the guidewire through the sheath introducer and the balloon was inflated using the indeflator (brand unk), but the balloon ruptured at 5 atmospheres. Therefore, another balloon catheter was used and the procedure was finished successfully. There was no adverse consequence to the pt.

Manufacturer narrative:
The product will not be returned for eval and testing. Additional info will be forthcoming within 30 days upon receipt.